Manufacturer narrative:
The device was returned to the MFR for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the power cable disconnect alarm became active when the black power lead was maneuvered. The black power lead was then stripped at the connector end which revealed a damaged inner conductor. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced 4 beeps with the system controller with a message appearing on the display to change out the system controller. The system controller was exchanged with another system controller and no further problems were reported.